Event description:
(B)(4). Was originally told no surgery and then ended up having surgery anyway. Having constant abdominal pain. Excessive bloating all the time. Metallica taste very frequent. Having excessive bleeding. Lower back pain. Pain with intercourse. Sharp stabbing pain with certain movements in my abdomen. Been to ob doctor several times and to hospital. Gave up on going to doctor and been in pain ever since I got the easier put in. The worst thing I ever done.